Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the unspecified access set was leaking. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to: d9, h3, h6, and h10. Additional information/correction: d1: brand name, d4 (catalogue, lot #, and UDI #), g4: PMA/510k # or bla #, and g1 (device manufacturer name, address 1, address 2, city , country, and postal code) h10: the device was received for evaluation. A visual inspection with the naked eye was performed and all components were correctly place according to the specification. Pressure testing was performed and no leak was observed. Pull test was also performed and no separation was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.